Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation was completed for the reported issue. Visual inspection performed with naked eye and magnification noted broken occluder feet. Functional testing was performed which included leak testing, clear passage testing, clamp function testing and integrity of the seal surface testing. The leak and clamp function testing noted broken occluder feet, because there was leaking through the device. The device was found to be outside of specifications due to the broken occluder feet. The reported issue was verified but the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a twist clamp of a transfer set would not stay closed. This was noted after two months of use. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.